Event description:
During a cesarean section and tubal ligation in 1999, the dr noticed an unusual noise, and checking the esu, found it was in the "on" position. Picking up the electrosurgical pencil, the dr found it still on without touching the off/on switch. The dr felt the electrosurgical pencil was malfunctioning. The pencil was replaced.